Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up, and down keypad buttons were sticking, intermittently responding and had a delayed response. It was reported the issue began when the pump was new in (B)(6) 2012. No damage to the keypad was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/11/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the ok keypad button was intermittently responsive. The ok button contact was found to be cracked. There was no evidence of keypad contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.